Event description:
A customer reported through a survey that their blood sugar was high throughout the night after using the tandem pump, and they considered administering an injection. The exact impact on blood glucose level was not specified, but there was no mention of an adverse impact outside the customer's report. No additional information about corrective actions taken by the customer or support team was provided.